Event description:
A patient reports their controller was not turning on. In addition the patient reports while charging their controller for a few minutes the controller had become hot to the touch.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.